Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and confirmed that precision strips showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported receiving e-6 message on inserting calibration bar of adc blood glucose meter. It was further reported that there was a medical event experienced by a patient to this issue, however no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo h meter were reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and confirmed that precision strips showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported receiving e-6 message on inserting calibration bar of adc blood glucose meter. It was further reported that there was a medical event experienced by a patient to this issue, however no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter ((B)(6)) has been returned and investigated with the retained strips. Performed visual inspection on returned meter, and no issues were observed. The meter did power on with button depression, call bar, and strip insertion. Observed meter display an error message. Therefore, the meter further investigated and de-cased. Visual inspection performed on the returned meter and contamination was observed on the strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported receiving e-6 message on inserting calibration bar of adc blood glucose meter. It was further reported that there was a medical event experienced by a patient to this issue, however no further information was provided. There was no report of death or permanent impairment associated with this event.